Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of the device showed top and bottom cases are in excellent condition. No visible contamination. Customer's reported issue was not duplicated during syringe test. The root cause of the reported issues was not determined. Actions taken to mitigate the reported issue: barrel clamp rod, tapered spring, barrel springe and barrel clamp guide were replaced as per a corrective and preventative action unrelated to the reported event. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken.

Event description:
It was reported that device does not recognize syringe. No patient injury reported.